Event description:
The account generated false negative prism hcv results on two donor specimens which tested pcr positive. In 2009, two donors tested prism hcv negative. The rbc products for both donors were delivered to two recipients. The plasma products for both donors were sent to a local manufacture company. The local manufacture company performed pooled nat testing which identified 2 different donors as positive. The account retested the 2 donor specimens again about one month later, which tested prism hcv negative, axsym hcv v3.0 negative and bio-rad monolisa ag-ab positive for one donor specimen but negative for the other donor specimen. The plasma for both donors were returned from the local manufacture company. No information was provided regarding the two donors or two recipients. This report is for donor 1.

Event description:
Correction: the initial report stated the two donor specimens tested pcr positive. The corrected report states the two donor specimens tested nat positive.

Manufacturer narrative:
(B)(4). Corrections: updated information in (describe event) and upated information in (name and address) evaluation results and conclusion other codes: device not returned. Customer returned samples evaluated and customer results duplicated. Reference testing of samples indicated no evidence for (B)(6). Retained kit testing met all specifications. The customer returned specimens were tested during this investigation with the following results: - the returned specimens (B)(6) and (B)(6) were each tested in triplicate with in-house kits of reagent lots 69516hn00 and 73345hn00. Each of the twelve tests was nonreactive. The results for (B)(6) were 0.30, 0.29, and 0.31 s/co with lot 69516hn00 and 0.17, 0.18, and 0.17 s/co with lot 73345hn00. The results for (B)(6) were 0.10, 0.10, and 0.10 s/co with lot 69516hn00 and 0.04, 0.05, and 0.05 s/co with lot 73345hn00. - additionally, both specimens were tested negative with the (B)(6) 3.0 sia immunoblot assay. Results for (B)(6) were c100 (-), c33c (-), c22 (+/-); ns5 (-). Results for (B)(6) were c100 (-), c33c (-), c22 (-), ns5 (-). - the specimens were nonreactive with (B)(6) version 3.0 (ln 3b44). Refer to complaint (B)(4). - both specimens were tested for the presence of (B)(6) with the abbott (B)(4). Specimen (B)(6) was reactive with a result of 20584.85 fmol/l. Specimen (B)(6) was nonreactive. The reactive result for (B)(6) indicates that specimen (B)(6) was in a window period during (B)(6) when (B)(6) is detectable, but the immune response has not yet lead to detectable antibody levels. - for specimen (B)(6) with high (B)(6) it may be speculated that the sample comes from a donor in the seronegative window period. It appears likely that this is the sample which the customer tested reactive with the (B)(6). - for specimen (B)(6) negative for (B)(6) the investigation team may as well speculate that we are dealing with a false positive (B)(6) nat result. The likelihood of finding an (B)(6) infection in a very early phase when even (B)(6) is negative is extremely low. - overall, for both samples the investigation team cannot identify a deficiency for the (B)(6) with regards to sensitivity. To address the analytical and clinical sensitivity of lots 69516hn00 and 73345hn00, the investigation team completed the following evaluation: - analytical sensitivity panels were tested with in-house kits of reagent lots 69516hn00 and 73345hn00. Test results were evaluated against acceptance criteria for final lot release of (B)(6) reagents. All acceptance criteria were met. The data were also comparable to values obtained during final lot release. - four (B)(6) were tested with in-house kits of reagent lots 69516hn00 and 73345hn00. Test results were evaluated against the (B)(6) data supplied by the vendor. Both lots detected the same or earlier first reactive bleed for these (B)(6) compared to the vendor data. - the sensitivity of reagent lots 69516hn00 and 73345hn00 was also evaluated using field data for the positive (B)(6). The positive (B)(6) results generated with these lots in the field are in the same range as those for reference reagent lots. - the investigation team reviewed the complaint and manufacturing records. This review did not identify any problems relating to the customer observation. Based on the results generated during this evaluation, it is determined that (B)(4), list number 6a52-48, reagent lots 69516hn00 and 73345hn00, identified in this complaint, are performing within package insert claim for sensitivity. Although the association of infectivity and the presence of (B)(6) is strong, it is recognized that presently available methods for (B)(6) detection are not sensitive enough to detect all potentially infectious units of blood or possible cases of (B)(6) infection. This is a final report.

Manufacturer narrative:
This report is being filed on an international product, prism hcv, list 6a52, that has a similar us product distributed in the us, prism hcv, list 6d18. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.